Event description:
Caller alleged false negative troponin (tni) results using the triage cardio profiler. Patient was admitted to the hospital with unstable angina. The cutoff used for beckman was 0.50.

Manufacturer narrative:
Investigation pending.